Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
It was reported that an intermate had malformed cap twist ridges, described as being non-existent. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was manufactured between october 28, 2013 and october 29, 2013. One sample was received for evaluation against the reported condition. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The problem was not confirmed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.